Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (with original packaging), used silicone foley catheter in pouch with leaflet, drainage bag and syringe. Visually inspected the catheter and no physical defects were present. Inflated the balloon with 10 ml of methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) with returned syringe and it inflated properly. The returned syringe was connected and the balloon deflated passively in under 5 minutes: 34 seconds. With the (in house) syringe attach the catheter was able to passively deflate 10ml of mbs without issue. As the reported event is unconfirmed a risk review is not required. As the reported event is unconfirmed a labeling review is not required. DHR is not required since the reported failure was unconfirmed. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, f, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the foley catheter water did not drain from the balloon.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the foley catheter water did not drain from the balloon.